Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the spherical end of the applicator inner shaft is broken off; the broken off part was not returned for investigation. The instrument presents surface wear consistent with use. Summary: the returned applicator inner shaft was examined, and the complaint condition was able to be confirmed. The review of the production history revealed that this instrument was manufactured in april 2013 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked with the mating parts per 100% before they leave the manufacturing site. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criteria¿s. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. As every t-pal case is equipped with two inner shafts, the surgery should in case of a breakage be continued without difficulties. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part: 03.812.003. Lot: 8259364. Manufacturing site: hägendorf. Release to warehouse date: apr 09, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019 during a tlif (transforaminal lumbar interbody fusion) treating spinal stenosis, the shaft¿s round stopper which is connected to an applicator knob broke off while the surgeon was hammering the applicator inner shaft (03.812.003). No further information is available. Similar events were reported under (B)(4) and (B)(4) by the same hospital in 2018. Concomitant products: unknown applicator outer shaft (part #: unknown lot # unknown, quantity 1), unknown applicator knob (part #: 03.812.004 lot # l379145, quantity 1), unknown hammer (part #: unknown lot # unknown, quantity 1), unknown plate /cage (part #: unknown lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) t-pal spacer applicatorinner shaft. This is report 1 of 1 for (B)(4).